Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave an error alarm indicating the drive count/time values or changes are incorrect for moving or coasting. It was stated that alarm occurred every time the insulin pump rewind. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test and displacement test. No pump error 37 noted during testing however, pump error 37 alarms was found in the pump history files. The motor may have had and intermittent failure that was not detected during our testing; the motor was tested outside of the device and passed. The insulin pump was received with scratched case and pillowing keypad overlay.